Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
Information was provided that a patient underwent a PICC line placement procedure. During the procedure the needle broke inside the patient's arm. The physician was able to retrieve the broken piece. It's unknown how the procedure was completed. The patient experienced pain in the upper arm and non occlusive dvt due to this event.

Manufacturer narrative:
This event does not meet reporting criteria under 21 cfr part 803. The customer erroneously reported an incorrect product. The customer clarified the report to indicate a catheter failure that is captured and reported under MDR #1820334-2017-00232. Accordingly, reference MDR #1820334-2017-00232 for all event and product information.